Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to press the green button, but was unable to squeeze the handle, and the device did not fire. It was also reported that staple pre-fired did occur. The surgeon used the new one to complete the case. There was no patient injury.